Manufacturer narrative:
Device availability was inadvertently documented as 11/22/2017 in the initial report. The date returned to manufacturer was corrected to 10/30/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Incorrect device manufacture date: the device manufacture date was incorrectly documented. The device manufacture date has been updated from 1/4/2013 to 4/27/2015. Manufacturer site name: the manufacturer site name was inadvertently documented as synthes (B)(4) in the initial report. The manufacture site name was updated to (B)(4). The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power module device malfunctioned and was damaged. It was further determined that the device did not function / display turned to red. It was further determined that the device failed pretest for information button and self-test, charging and checking of power module in charger, function- test and saw- test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.